Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Unique device identifier (UDI) is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018; [(B)(4)] (for, uf): medtronic received information regarding a navigation system. It was reported outside of a procedure that the navigated frame component awl tap instrument was damaged and the ratcheting handle could not be mounted. There was no patient present.

Manufacturer narrative:
Patient identifier not available from the site. All other patient information provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received was received. The issue occurred during a cervical spine fusion procedure. There was a delay to the procedure of less than an hour due to this issue.

Manufacturer narrative:
The awl was returned to the manufacturer for evaluation. Testing found that there was visible evidence of galling. Resulting in the reported issue. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.